Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product ID (B)(4) implanted: (B)(6) 2010; product ID 5568-45 implanted: (B)(6) 2010. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD)system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately 11 months post implant of the ICD system approximately two years ago.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.